Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a last error code 1310. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed damages to the rear and front housing and lcd. The downstream sensor and upstream sensor seal were contaminated by fluid ingression. The tamper seal was not removed. Review of the event history log (ehl) showed error 1310. The pump was powered on during the functional test and the reported issue was duplicated. It was determined that the most probable cause was due to user error. As a result, the error was cleared. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.